Event description:
The event occurred on an unspecified date and involved a 63" (160 cm) appx 10.6 ml, ext set, pur w/check valve, 2 clave¿, spiros¿ w/red cap where it was reported that the spiros broke off the patient end when connecting. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device returned to manufacturer on 5/17/2024 received one used ch3967 ext set, pur w/check valve, 2 clave, spiros for inspection. The spiros was observed to be broken from the spinning luer. Examination of the weld area showed gaps in the welding. The reported complaint can be confirmed. The probable cause is due to an error during automated assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information received stating the chemotherapy infusion nurse stated that the faulty tubing has approx. 10ml of chemotherapy (etoposide) inside.